Event description:
Device was returned with no information.

Manufacturer narrative:
Catheter model: 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4). Analysis of the returned pump revealed an alarm anomaly/resonator anomaly. The pump logs were read during analysis and showed that eri (elective replacement indicator) had occurred. Pump passed all testing passed, other than the alarm test. The pump failed the minimum allowable db reading of the alarm test which is (B)(4), it read 66.8 db. In addition, the resonator was found to have a crack in it which per analysis explained why the alarm test failed. Drug delivered via the device per analysis was baclofen.